Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to patient morphology/pathology (prolapsed anterior leaflet). The reported recurrent mitral regurgitation (mr) appears to be due to slda. The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 1-2. The next morning, a control echocardiogram was performed, which found that the most lateral clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda) with mr of 4+. There was no tissue damage noted. An additional clip was implanted to stabilize the 1st clip, reducing mr to 1. No additional information was provided.